Event description:
It was reported that a patient's nasal implant has not dissolved after bilateral implantation in 2022. The surgeon noted the implant forks are visible, palpable and painful in the patient. The surgeon was advised to explant the device from the patient by stryker consultant. The patient was administered with kenalog injection, however the implant was unable to be explanted. No follow-up appointments have been scheduled to see the patient at this time.